Event description:
The account alleged that the side rail would not latch. No injuries.

Manufacturer narrative:
The technician found the side rail end tube is broken. The technician replaced the end tube and rivets to resolve the issue.